Event description:
On (B)(6) 2011, I had a left total knee replacement that failed. The joints never healed and came loose requiring 2 more surgeries on (B)(6) 2011 and a final one in (B)(6) 2012. I was not able to walk on the "nexgen cr joint" replacement was in pain and they came loose. I still cannot walk and my knee is hot and swollen.